Event description:
The customer reported that she was hospitalized for high blood glucose levels of approximately 500mg/dl. The customer stated that she was very tired. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were correct and the self test passed. The customer did not have supplies to continue with the troubleshooting. Advised the customer to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.